Event description:
On 12/12/96 the entire device was removed from the pt and replaced becuase it did not function. The exact cause for the malfunction was undetermined. Info received on 1/17/97 indicates fluid loss from the cylinder.